Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-jul-2026, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 09-jul-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was reported that the reason for call was the caller indicated that the patient had new leads placed today (B)(6) 2022). The caller indicated that the new system was placed and the leads were posterior and the placement was "perfect". The caller indicated that the patient woke up after the procedure in a lot of pain. The caller asked if the placement surgery could make the patient's stenosis worse. Patient name: (B)(6). Md: (B)(6). The caller was not with the patient. Technical services (tss) reviewed information about medical judgement and information from clinical summary. The caller will follow-up with the hcp. Information was received from a rep on 2022-nov-11. The rep reported the serial number of the lead and ins are unknown. The hcp thought the pain after placement was related to entering epidural space at level where there was significant stenosis. A lead revision was performed and the issue was resolved.